Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current controls, there are outgoing and in-process visual inspections in place to check for catheter adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. As no photo or sample was returned, actual root cause could not be established.

Event description:
The hospitalized patient 10-10 to do enhanced CT.the nurse in accordance with the routine operation connected to the indwelling needle high-pressure syringe, indwelling needle tubing without pressure, twisting and so on, open the locking buckle of the indwelling needle, to 3.0ml / s speed injection of saline 20m rushing tube, the patient in addition to a sense of cool rushing feeling, did not complain of pain and other discomforts. The nurse observed that there was no localized leakage at the puncture site, but observed the enhancement of the machine display, and the flushing curve was not smooth. So again to 3.0m / s speed injection of saline 20ml to, rushing tube process found that the indwelling needle heparin cap end of the pipeline rupture liquid outflow and a slight sense of wrinkles, immediately stop the operation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in leaked. The hospitalized patient 10-10 to do enhanced CT. The nurse in accordance with the routine operation connected to the indwelling needle high-pressure syringe, indwelling needle tubing without pressure, twisting and so on, open the locking buckle of the indwelling needle, to 3.0ml / s speed injection of saline 20m rushing tube, the patient in addition to a sense of cool rushing feeling, did not complain of pain and other discomforts. The nurse observed that there was no localized leakage at the puncture site, but observed the enhancement of the machine display, and the flushing curve was not smooth. So again to 3.0m / s speed injection of saline 20ml to, rushing tube process found that the indwelling needle heparin cap end of the pipeline rupture liquid outflow and a slight sense of wrinkles, immediately stop the operation.